Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, e3, b3, h6. (Type of investigation, investigation findings, component codes, investigation conclusions). Corrected field: g2. A getinge field service engineer (fse) stated check was performed and the equipment did not turn on and there was a leak in the cartridge o-ring. The field service resolved the problem of not turning on, but the o-ring was broken. An adjustment was made with another similar o-ring to maintain its operation. We will request the customer for the authorization to proceed with the removal of the defective part for export. The part was replaced by the customer themselves. Service completed and equipment cleared for clinical use.

Manufacturer narrative:
Due to character limitation in e1, initial reporter full name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had failure to turn on the device. There was no harm or injury reported.